Event description:
Post-op infection. Initial surgery was performed in 2006 on the pt's right acl. A second surgery caused by infection in the right knee one month later. A third surgery was done yet another month later still regarding the infection in the pt's knee.

Manufacturer narrative:
Device was not returned for eval. Product recall was initiated on august 21, 2007.